Event description:
Complainant alleged that the cardiac operating room staff were setting up the device for possible use on a patient (age and gender unknown), when they noticed that the unit was giving an "error 44" message. There was a second device available in the operating room, so there was no patient delay in treatment, nor any adverse effect on the patient.